Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer stated that the damage is in the drive support cap. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sated that they will not be home to sign for the replacement insulin pump. The customer did not return the product back for analysis.